Manufacturer narrative:
The tandem t:slim pump user guide indicates to replace the cartridge every 48 hours if using humalog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 600 mg/dl. The customer's changed the supplies to the pump and a correction bolus via the pump was delivered to address the bg level. Reportedly, the customer uses humalog in the cartridge and the cartridge is changed every 3 days.